Event description:
While lifting a resident, the lift jerked, popped and the sling portion of the mechanical lift, gave way causing resident to fall. Resident received bruises and was sore due to lift malfunction.